Manufacturer narrative:
Medwatch for information / incident occured in vietnam. There is no clinical consequence for patient. The surgeon indicates that the device not caused serious injury. No delay in surgery over than 30 mn. Another screw ligafix was used to complete the procedure. The same event would be likely to cause or contribute to serious injury because the medical device fractured while in the patient and he retain one or more pieces of the fractured screw. Very low biological risk: excess resorbable material. Potential mechanical risk: the piece of screw can be an obstacle for a nex screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Preliminary analysis: no other complaint concerning this batch number. This batch of screws presents non manufacturing defects - there is no incident during manufacturing. Additional information requested to complete our investigations: - is there a clinical consequence for the patient? No. - did the surgeon indicate that the device caused or contributed to serious injury? No. - if the device fractured while in the patient, did the patient retain piece of screw? Yes, a part of the screw was retained in the patient. - what was used to complete the procedure (part and lot information if available)? The surgeon used the another screw. - what was the surgical technique used? Inside-out fixation (1 ligafix and 1 pullup were used in that surgery case). - what was the diameter of tunnel? 8mm. - how did the device fracture? Please report on the circumstance when the event occurred. The device was broken when the surgeon was trying to screw it through the tunnel. - are there any contributing factors related to the event? No. - if yes, could you explain please? - what was the screw driver used? (Batch number) green screw driver lig9008046 was used (the batch number is unknown). - according with current legislation of your country, is this type of event should be reported to your national competent authority? No. Technical sheet / characteristic of ligafix screws was transmitted on 27 may 2020 to the distributor for memo. Our export area sales manager keeps in touch to identify possible improvement points on the surgeon's technique and to follow up with the technical sheet. Product expertise to be carried out: the delay is extended due to delays during confinement / covid 19. Follow up1 / 20 october 2020 - device evaluation. The elements brought to our attention regarding the conditions of implementation of the surgery and the use of the ligafix device comply with the surgical technique. We have not identified any particular circumstances that could have caused the device to break. The screw broke into at least two pieces, one was returned to sbm this piece includes the cylindrical portion of the screw with the head. The conical end of the screw is missing. No fragment constituting the tip is present, it remained implanted in the patient. The injection conditions of lot 185517 comply with specifications. Screw inspection revealed a combined torsional and perforation breakage at the base of the recess. In the absence of several elements on the circumstances surrounding screw breakage, and based on the inspection of the returned portion of the screw, the hypotheses that could explain this case of breakage are as follows: 1. The surgeon applied both a pushing force and a screwing motion to the screwdriver. The screw being only slightly driven by the screwdriver at the entry cone, rendered this area more sensitive to torsional stresses. The combined screwing and compression forces exerted on the tip of the screw during its insertion into the tunnel caused iit to break. 2. The screw was not inserted perfectly within the axis of the tunnel. The cone of the screw head got jammed against the cortical bone, at which point continued screwing deformed the screw head which was driven by the screwdriver, causing torsional stresses at the junction of cylindrical portion of the screw and the screw head. The latter being jammed, the torsional stresses were then greater than the elastic limit of duosorb, causing the screw to break. 3. A combination of both preceding hypotheses which significantly increased the risk of screw breakage. Training activities have been organized by our export area sales manager since june 2020. This complaint is now closed.

Event description:
(B)(4). Incident occured on (B)(6) 2020 in vietnam: "screw was broken during surgery".

Manufacturer narrative:
Medwatch for information / incident occured in (B)(6). There is no clinical consequence for patient. The surgeon indicates that the device not caused serious injury. No delay in surgery over 30mn. Another screw ligafix was used. The same event would be likely to cause or contribute to serious injury because the medical device fractured while in the patient and he retain one or more pieces of the fractured screw. Very low biological risk: excess resorbable material. Potential mechanical risk: the piece of screw can be an obstacle for a new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Preliminary analysis: no other complaint concerning this batch number. This batch of screws presents no manufacturing defects - there is no incident during manufacturing. Additional information requested to complete our investigation: is there a clinical consequence for the patient? No. Did the surgeon indicate that the device caused or contributed to serious injury? No. If the device fractured while in the patient, did the patient retain piece of screw? Yes, a part of the screw was retained in the patient. What was used to complete the procedure (part and lot information if available)? The surgeon used the another screw. What was the surgical technique used? Inside-out fixation (1 ligafix and 1 pullup were used in that surgery case). What was the diameter of tunnel? 8mm. How did the device fracture? Please report on the circumstance when the event occurred. The device was broken when the surgeon was trying to screw it through the tunnel. Are there any contributing factors related to the event? No. If yes, could you explain please? What was the screw driver used? (Batch number) green screw driver lig9008046 was used (the batch number is unknown). Technical sheet / characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for memo - our export area sales manager keeps in touch to identify possible improvement points on the surgeon's technique and to follow up with the technical sheet - hypothesis: non-compliance with the instructions for use. Product expertise to be carried out: the delay is extended due to delays during confinement / covid19.

Event description:
(B)(4). Incident occured on (B)(6) 2020 in (B)(6): "screw was broken during surgery".